Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach to the patient's esophagus. An endoscopy was done before the procedure and there was nothing unusual observed. A lubrication was used to facilitate placement of the capsule and the delivery system. The physician was able to retrieve the capsule around the patient's vocal cord. A repeat procedure was performed using a different package and no issues was noted. There was no patient injury.